Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via stored egm. The patient was asymptomatic. The physician elected not to make programming changes since the oversensing only occurred during two episodes.

Event description:
New information received indicates that another episode of non-sustained lead noise due to post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.